Event description:
The customer reported being hospitalized due to high blood glucose of 478mg/dl. The customer stated that the canula was bent when he removed. It was stated that the events leading his admission was flu symptoms, loose stools, and acid vomiting. The customer stated having unexplained high blood glucose for the past few weeks. The customer's most recent glucose reading was 276, and he was treated with the insulin pump. Troubleshooting was performed. Reviewed the programming, time, and date and found that the daily totals did not add up for one day, and it was off by 2.0 units. Ran a fixed prime test and passed. During the call, the customer mentioned having gastroparesis and gastro infection for two days. The customer was treated with an insulin drip while being in the hospital. No further information was provided. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.